Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type ia endoleak, sac enlargement (amount not specified), rupture and death complaints are confirmed. The patient was not an interventional or surgical candidate due to poor overall health and was sent home with palliative care and ultimately passed away. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type ia endoleak, sac enlargement (amount not specified), rupture and death complaints are confirmed. The patient was not an interventional or surgical candidate due to poor overall health and was sent home with palliative care and ultimately passed away. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: d2: product description - updated; d4: model #/lot #/expiration date/UDI # - updated; d11: concomitant medical devices - updated; h4: manufacturer date - updated; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a type 1 (origin unknown) endoleak was reported. Patient was admitted and intervention was not recommended due to patient's poor health condition. The patient elected palliative care. The patient expired on (B)(6) 2019.